Event description:
During PICC (peripherally inserted central catheter) placement, needle within bard PICC kit with green safety device failed to safety. Designed for green safety device to slide up needle to the skin; safety failed to engage when slid to skin, came off completely.